Event description:
The plaintiff¿s attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2007 and subsequently expired on (B)(6) 2008, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated MDR #1225714-2014-04607, 04608, and 04609.